Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthropathy ("important joint disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and arthropathy outcome was unknown. The reporter provided no causality assessment for arthropathy and medical device removal with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.